Event description:
Proglide footplate became stuck in vessel, then separated and came apart. Surgeon had to perform cutdown to remove footplate from vessel. Right common femoral was accessed using micropuncture needle, micropuncture wire, micropuncture sheath. 6-french sheath was placed. Perclose device was then deployed, but could not be extracted. Immediate cutdown was done due to failure of removal with other endovascular approaches. Finally with vascular control, we identified that this device had fragmented where the plastic joins the metal. After removing pieces of this device, the final long intact piece was carefully removed.